Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report was observed during evaluation of the device activity log. The logs showed short detected with CPR-d pads connected and when device was powered on with mfc cable plugged into side test port. There were no indications of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "short detected" message complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.